Manufacturer narrative:
Block b3: exact date unknown, event occurred six months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing shock like sensations during the night despite of not using or charging their implantable pulse generator (ipg) in that timeframe. The patient underwent an ipg explant procedure, and the explanted device was discarded by the medical facility. There were no reported complications postoperatively.